Manufacturer narrative:
Device received with blank display, problem was isolated to the electrical board. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify power loss alarms due to display anomaly. The battery was left installed and no device or battery or battery tube overheating anomaly was noted. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had insulin pump was overheating. The patient¿s blood glucose level was 212 mg/dl at the time of the incident. The alleged device is expected to be returned for analysis.